Manufacturer narrative:
Per manufacturer's investigation results: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that cause of the described error is the leak between connector and the cover of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the o-ring causes liquid to penetrate the blade, which affects electronics, and dims light. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the light on blade is dimming, light source is faint. No patient or procedure involvement. No negative impact in state of health reported.